Manufacturer narrative:
(B)(4). Sleeve. Batch # m9090y. The analysis results found that the b12lt instrument was received with the tip of the sleeve melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # m9090y. Additional information was requested and the following was obtained: did sleeve break into pieces? --- yes. If so, are all components of device (including broken pieces, if any broke off) being returned for analysis? --- no. If pieces are not being returned, were pieces discarded? --- no information, but the doctor commented that no pieces might be remaining into the patient. If sleeve did not break into pieces, what is meant by sleeve was damaged? --- no.

Event description:
It was reported that during an unknown procedure, the outer sleeve was damaged. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.